Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the o.r. For a lead revision. During follow-up high capture threshold and decreased sensing due to lead dislodgment were observed. The lead was explanted and replaced. The patient is doing well.